Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing was noted during provocative maneuvers. Additionally, the pacing impedance was below 200 ohms. The ICD was deactivated. A replacement, most likely with s-ICD system, will take place.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 16, 2025 and august 29, 2025 recorded the pacing impedance around 500 ohms with a decrease to 200 ohms at the ed of the recording period. The analysis of the provided iegm freeze episodes revealed artifacts on the rv channel, leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.